Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("underwent a device removal surgery") in a 47-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. In 2016, the patient experienced hypoaesthesia ("numbness in various areas of her body"), vaginal infection ("vaginal infections"), balance disorder ("balance issues") and alopecia ("hair loss"). On (B)(6) 2016, 2 months 1 day after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, hypoaesthesia, vaginal infection, balance disorder and alopecia outcome was unknown. The reporter considered alopecia, balance disorder, hypoaesthesia, medical device removal and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2009: total bilateral occlusion it was also reported that in 2016, she had transvaginal ultrasound for as a essure confirmation test. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporter added. Plaintiff demographics added. Essure indication updated. On 2009, plaintiff implanted essure (previously reported as (B)(6) 2016). Laboratory data was added. New event hair loss was added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("underwent a device removal surgery") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced hypoaesthesia ("numbness in various areas of her body"), vaginal infection ("vaginal infections") and balance disorder ("balance issues"). On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, hypoaesthesia, vaginal infection and balance disorder outcome was unknown. The reporter considered balance disorder, hypoaesthesia, medical device removal and vaginal infection to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.